Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was missing. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s current blood glucose level was 422 mg/dl. Customer was treated with insulin pump and manual injection. Customer also reported that the insulin pump had replace battery alert. Customer did not receive a low battery alert prior to the replace battery alert. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer also stated that this was not the second occurrence of replace battery alert without a low battery warning. Troubleshooting was performed for replace battery alarm. The device will not be returned for analysis.